Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump errors. Customer¿s blood glucose was unknown at the time of incident. The customer was able to clear the alarm. The customer stated that insulin pump was not able to rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 43 or pump error 130 noted during testing. Device received pump error 75 during selftest due to corroded electronic assemblies. Motor was tested outside device and passed. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces.